Manufacturer narrative:
This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided. This investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon - please refer to attachment. The conclusion of the investigation states: unable to determine root cause due to inability to obtain additional information. Historically reported flexband breaking during procedure is a compounded result of hard bone and over tensioning the band. No CAPA required. This is the first reported event of this type with a twist kit. Will monitor for future reoccurrence.

Event description:
It was reported that a band lacerated during insertion. Pictures were provided from the case.